Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to excessive force applied by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had a cracked lens. The event occurred during reprocessing for a therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were additional findings of the distal end was dented and the image was dark due. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.